Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. The distal tip of both anchors is cracked, confirming this complaint. The sales rep reported that the patient had ¿extremely hard bone¿. It is instructed to use the full tap for hard bone procedures, to avoid anchor breakage. If the full tap is not used and the bone is hard, as described in this procedure, the distal tip of the anchor will break on insertion. Based on the breakage location for each anchor, it can be confirmed the tap was not used and that is the root cause for this complaint. This can be classified as user error, as the instructions for tap usage are called out in the associated instructions for use. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Associated medwatch: 1221934-2018-53484

Event description:
It was reported that two anchors (lots 3799807 and 3794563) were broken during the same procedure. It was need to remove the anchors and/or to insert another one.